Event description:
It was reported that the balloon on a model 120804fp fogarty arterial embolectomy catheter was noted to have a hole in it prior to use. When checking the balloon prior to use, it did not inflate. The customer also reported they have 3 catheters with same lot number 6350219. There was no patient injury reported. The exact date of the event, product return, and clarification of the correct lot number and if the 3 catheters with the same lot number were also affected are pending additional follow-up with the customer. There was no patient injury. Patient demographics were requested but not available.

Manufacturer narrative:
One fogarty catheter was returned for evaluation. The reported event of balloon inflation issue was confirmed. Balloon latex was completely torn at the proximal end of the distal balloon windings. Balloon latex was deteriorated. Catheter body had a kink at 16 cm from tip. Cut down was performed on proximal windings. Balloon edges at the torn location did not appear to match. Both distal and proximal windings and bushings were intact. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.